Event description:
It was reported in a presentation entitled "options for anterior lumbar interbody fusion" that 5% of patients treated with rhbmp-2 developed sterile seroma after the surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.